Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had an insulation damage. A lead revision was performed and the lead was repaired. The lead remains in service. No additional adverse patient effects were reported.